Event description:
It was reported the pt ((B)(6)) is experiencing difficulty establishing communication with the ipg via the charging system and programmer. The pt alleges the ipg is titled in the pocket. An x-ray confirmed the ipg has flipped. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.